Event description:
"12cm x 13cm groin hematoma after perclose closure after cardiac catheterization." Reportedly the pt had a single stent placement in the left anterior descending (lad) artery. The arteriotomy site was closed with the use of a perclose proglide device and manual compression was held. It was noted that the pt developed a "lateral right groin to the thigh hematoma." There were no diagnostic procedures performed to assess the hematoma. Reportedly the hematoma was "superficial." The pt was discharged to home on the next day. It was noted that there were no pt re-admissions reported.